Manufacturer narrative:
Other, other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. G3: japan. B3: unknown; no information has been provided to date. D4 UDI, g5: unavailable.

Event description:
It was reported that the pump exhibited a high pressure alarm. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
Other text: h3. Device evaluated by manufacturer and h6. Evaluation codes: updated. One device was received. No physical damage was found on the device during visual inspection. Functional testing was unable to replicate the complaint. The occlusion detection level of the dso sensor was within specification. The device history log showed that there was a record of a high-pressure alarm during pump power on or priming. The most probable but unconfirmed root cause was a defective downstream sensor or cassette product. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Preventatively replaced the downstream sensor. The device passed all functional and delivery tests.